Manufacturer narrative:
H10: internal complaint reference (B)(4). Section: h3, h6: the navio surgical system us, part number npfs02000, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient log files confirms the reported allegation of "exposure control motor failure". A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is firmware related failure in the siu. The customer reported failure was investigated as a hardware bug. The root cause was determined to be a firmware-related failure with the siu. Investigation determined the method of resolving the error is to either switch to speed control mode when burring the femur/tibia, or do a hard-reboot of the system. H6: health effect and medical device problem.

Event description:
It was reported that during surgery, when burring the distal femur, an error popped up saying ¿handpiece exposure control motor failure.¿ they proceeded by opening the handpiece, then recalibrating, but it was not solved. They swapped out the handpiece and drill and tried recalibrating, but got the same error during burring. They went into speed mode to burr the femur and it worked from there. There was a delay of greater than 30 minutes due to this issue. No other complications were reported.